Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The part was returned to the manufacturer for investigation: it was determined a defective u1 on the airflow sensor pcba created the airflow accuracy test to fail. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the ventilator failed the airflow accuracy test. There was no patient involvement reported.